Manufacturer narrative:
A portion of the lead was returned for analysis. Upon receipt, the lead under complaint was found cut 25cm distal to the is-1 connector pin. The proximal fragment was returned for analysis. The distal fragment including the lead tip was not returned. It is reasonable to assume that the lead was cut during the extraction procedure. The analysis of the lead including the fluoroscopic images demonstrated 24.5cm distal to the is-1 connector pin that the inner coil was found fractured and the inner insulation was found damaged due to wear. These damages are assumed to be the root cause of the reported lead failure. The characteristics of the above mentioned damages indicate unexpected, excessive wear on the lead. Thus it is assumed that the lead was subject to severe mechanical stress in the implanted state. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported approximately 36 months after the implantation, that oversensing in the ventricle channel was detected. The lead was capped.